Event description:
It was reported "the doctor found the swg separated during used on the patient." Another swg was used. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one guide wire, guide wire assembly, arrow raulerson syringe (ars), introducer needle and 2-lumen catheter for analysis. No obvious signs of use were observed on the returned components. The guide wire was unraveled from the proximal weld and had two major kinks. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed that the core wire was separated from the proximal weld. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 421mm and 580mm from the proximal end. The overall length of the guide wire measured 601mm which is within the specifications of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm which is within the specifications of 0.788-0.826 mm per guide wire product drawing. The undamaged portion of the guide wire was advanced through the returned ars/18ga introducer needle subassembly to functionally test the guide wire. The undamaged portion of the guide wire was additionally advanced through the returned catheter. Little to no resistance was experienced when advanced through all the components. Performed per the instructions-for-use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested.". The report of an unraveled guide wire during use was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg separated during used on the patient." Another swg was used. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).